Event description:
A site representative reported that, while in a cranial biopsy procedure, after registration, the navigator unexpectedly re-started. When they returned to the procedure, patient registration was not saved, subsequently the sterile field was removed and the patient was re-registered. There were no further issues. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the issue has not recurred since this reported event. A medtronic representative performed a navigation system check-out, all areas passed. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 a medtronic representative, following-up at the site, reported the site was using 2.2.6 version of software. It was unclear if the patient registration was performed completely prior to the re-start. The procedure was successfully completed after the second registration which suggests there was no issue with the patient exam. At this time, the patient exam was not made available to the medtronic representative. No parts have been received by manufacturer for analysis. No further issues have been reported.